Event description:
It was reported there was an issue with the stylet when switching it during the trial. When the doctor went to pull out the stylet they felt that ¿something was wrong.¿ the doctor continued the case, however the stylet would not ¿go through¿ and ¿seemed to be slightly deformed.¿ there was an ¿obvious feeling of strangeness¿ noted by the doctor when using the stylet, as compared to others they had previously used. The operation was completed using a newly opened lead. The malfunction was not able to be confirmed upon visual inspection. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant products: product ID neu_stylet_acc, product type accessory. (B)(4). Analysis of the lead found no anomaly. Four known good stylets (green handle green cap, green handle blue cap, white handle white cap, white handle blue cap) were able to be inserted into the lead without any difficulty. The lead was electrically ok. Analysis of the stylet found that the wire was bent near the tip of the stylet. The specification of the angle of the bent tip stylet = 28° ± 3°. The angle measured was 73°. The stylet wire was bent.